Event description:
Ethicon ta-60 stapler failed during procedure in rectosigmoidcolon area. The surgeon pushed down the pin after placing stapler across tissue, then white handled was fully triggered, followed by gray handle in accordance with proper steps for utilizing this device. When stapler device was removed, after the bowel was transected, the lumen was open and there were no staples. Instrument was fully inspected and the pins that deploy the staples were visible but no staples were found. This is an instrument that was pulled directly from the MFR's packaging with original staples. In other words, it wasn't a reload. The failure of this device resulted in several hours of additional surgery time with ultimate closure performed using 3-0 black suture and performance of an unplanned transverse colostomy. Additional info relative to the specifics of the clinical procedure can be furnished upon request.